Event description:
The hcp reported despite continuing to increase the patient's intrathecal dose of medication, the patient continues without pain relief. Oral drugs were increased as well. The drugs used in the pump are dilaudid 80 mg, fentanyl 10,000 mcg and bupivicaine 2%. A catheter dye study performed in 2007 was unsuccessful because the hcp was unable to aspirate through the catheter access port. The catheter was revised five days later. No obvious kinks or connection issues were noted. The patient recovered without sequela following the revision. See MFR report# 6000030200700698.